Manufacturer narrative:
Concomitant medical products: 3055601 ¿ skeeter oto-tool drill, serial number ¿ (B)(4), lot number - 205913645, manufactured date ¿ may 22, 2012, (B)(4), 510k number - k833874. Unknown bur: the product analysis indicates that the reported issue was confirmed. The remaining piece of bur was stuck in the handpiece/bur pipe. The photo of the broken bur was provided. The tip of the bur is missing. 3055601 (skeeter oto-tool drill): the product analysis indicates that the remaining piece of bur was stuck in the handpiece/bur pipe. The cable was corroded and connector was worn. The bur pipe was damaged. The remaining piece of bur was removed. The cable, connector, bur pipe, motor, and additional parts were replaced. The device was cleaned and successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bur broke and a portion of the bur remained stuck in the bur pipe/channel of the handpiece. There was no injury reported as a result of this event.